Event description:
Customer reports her (B)(6) daughter has to wear an eye patch daily for 6 hours, under doctor's orders. She has been doing this for about 2 months now, using nexcare opticlude and other brands. She has used 9 opticlude so far. A few days ago, she began noticing her daughter's skin was red after removing the eye patch. Yesterday when she removed it, some skin came off with it and there was a very small amount of bleeding. She's been treating it with an antibiotic ointment.

Manufacturer narrative:
Product is labeled: gentle, hypoallergenic adhesive. Latex free materials. (B)(4).